Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this pacemaker exhibited signal artifact monitor (sam) episodes due to oversensing of noise. No changes were made and the pacemaker remains in service. No adverse patient effects were reported.